Event description:
It was reported that the patient reported that patient heard that the device was messed up and the physician chose to place the device on the right side of the chest. Additional information was requested and not yet received. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 lead, implanted (B)(6) 2013. (B)(4).